Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline fault alarms; however, evaluation of the patient's replaced portion of driveline from vad-16270 did not find wire damage that would have contributed to these alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files collectively contained events from 05dec2025 through 08dec2025, 04jan2025 through 08jan2025, and 05feb2026 through 09feb2025. Silenced, driveline fault alarms, associated with yellow wrench advisories, were captured throughout the files. Electrical continuity data suggested a potential wire conductor breakdown issue with the yellow wire within phase 1. No other notable events or alarms were observed. Despite this finding, the pump appeared to function as intended and operated at or above the lsl for the duration of the file. A distal-end driveline replacement was performed on 07jan2026 under case/work order # (B)(4) and approximately 14.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events captured in the submitted log file. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, the patient was placed on an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Incidental findings: tears and thinning to the outer jacket was observed approximately 1.5¿ - 3.5" from the controller connector. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii patient handbook, rev. A, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were provided on 09feb2026 which captured intermittent driveline faults. The yellow wire in phase 1 was noted to have continuity issues, however the other 5 wires appear to be functioning as intended.

Event description:
It was reported that the customer requested a driveline repair. The repair was scheduled for (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The repair was performed on (B)(6) 2026. No alarms were noted immediately after the repair, though visual inspection noted minor cosmetic damage and a small kink near the system controller connection. It was noted during the repair the shielding still appeared intact. The yellow wire which had appeared to be damaged based on log file data was spliced, along with the black and red wires, and a new driveline was swapped in. After the repair it was reported that the driveline faults recurred at 14:22. The patient was noted to remain asymptomatic and was on a ungrounded cable. Log file review confirmed driveline faults after the external driveline replacement. It was noted that phase a had degraded further since the log files on (B)(6) 2025 but did not appear to be completely fractured. No other unusual events were noted. The patient was discharged home with plans to continue using an ungrounded cable and performing regular log file review at follow up visits.

Event description:
It was reported that the patient had known driveline faults (MFR# 2916596-2025-06858, MFR# 2916596-2024-02016). Due to the history of driveline faults, the log files were sent from the follow-up visit. The patient did not have any additional complaints with equipment or abnormal symptoms. Following review by tech services, it appeared that the log file captured intermittent driveline faults between (B)(6) 2025. There were no other unusual events recorded in the log file event history. The driveline phase data showed that phase a had degraded since the last log file from (B)(6) 2025 (MFR# 2916596-2025-06858). The degraded wire in phase a was not completely fractured and was still functioning, but not at 100%.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.